Event description:
It was reported that during a procedure, surgical fluids flowed back down the suction tubing and leaked onto the sterile field. Backup equipment was used to complete the procedure, resulting in a 10 minute delay. It was further reported that no additional medical intervention was administered to the pt, as a result of this event. Multiple attempts to obtain additional information from the user facility have been unsuccessful.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device. The technician was unable to replicate or confirm the user¿s complaint. The rover performed according to all specifications and no evidence was found to suggest that the unit would have back-flowed surgical fluids. The unit was returned to use.